Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. Three monts post-op the lens became dislocated, the patient complained of poor vision. The surgeon removed the lens. Surgery was completed using another lens. Patient prognosis is very good. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.